Event description:
On october 1, the patient underwent tevar, using two grafts (28-m3 36 250 36 24 90u and 28-m3 32 200 28 23 90u) for zone 3. Both the grafts were implanted as planned, and no leak was noted during the procedure. In the following week, however, a follow-up CT revealed type iiia endoleak between the grafts. N october 1, the patient underwent tevar, using two grafts (28- m3 36 250 36 24 90u and 28-m3 32 200 28 23 90u) for zone 3. Both the grafts were implanted as planned, and no leak was noted during the procedure. In the following week, however, a follow-up CT revealed type iiia endoleak between the grafts. Patient outcome: "no health damage to the patient was reported. As this was not an emergency case, the patient was being followed-up and already discharged from the hospital. The patient will be continuously followed-up and an additional treatment will be considered as needed."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2020-00057. Device 2 is being reported under MDR 2247858-2020-00058.

Manufacturer narrative:
This complaint was involved with two devices. Device 2 is being reported under MDR 2247858-2020-00058.

Event description:
On (B)(6), the patient underwent tevar, using two grafts (28-m3 36 250 36 24 90u and 28-m3 32 200 28 23 90u) for zone 3. Both the grafts were implanted as planned, and no leak was noted during the procedure. In the following week, however, a follow-up CT revealed type iiia endoleak between the grafts. On (B)(6) the patient underwent tevar, using two grafts (28-m3 36 250 36 24 90u and 28-m3 32 200 28 23 90u) for zone 3. Both the grafts were implanted as planned, and no leak was noted during the procedure. In the following week, however, a follow-up CT revealed type iiia endoleak between the grafts. Patient outcome: "no health damage to the patient was reported. As this was not an emergency case, the patient was being followed-up and already discharged from the hospital. The patient will be continuously followed-up and an additional treatment will be considered as needed."